Event description:
It was reported that during a procedure the fiber detached at the tip and was retrieved at 7,636 joules. Case was completed with a second fiber at 44,951 joules. The outcome was reported as "no injury to pt".